Event description:
It was reported that tandem mobi pump generated cartridge alarm while customer was delivering bolus. Customer¿s blood glucose reading showed ¿high¿ with exact value unknown. Customer did not take additional immediate action beyond ongoing bolus and did not require assistance from third party. Technical support confirmed cartridge alarm and customer successfully completed bolus, reloaded original cartridge, and resumed insulin therapy.